Event description:
It has been reported to philips that, the wireless foot switch was not working, system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the indicator leds of the wireless footswitch were off. The philips service engineer inspected the system onsite and confirmed that wireless footswitch was still working however the indicator leds were off. The leds were off due to a poor connection in the led connection board. The philips service engineer repaired the led connection and returned the wireless footswitch to use in good working order. Corrected data: updated codes based on investigation.